Manufacturer narrative:
The insulin pump was not received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted on the electronic or motor assemblies per visual inspection. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 287 mg/dl. Treated the blood glucose with manual injection. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.